Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug on (B)(6) 2010 and bard soft mesh pre-shaped on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges the mesh products "were determined to have failed, causing chronic inflammation, adherence, erosion and recurrent hernias, and removed" on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had chronic inflammation, adhesions, erosion, hernia recurrence and underwent subsequent surgical intervention to remove the mesh and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. The instructions-for-use supplied with the device lists adhesions, hernia recurrence and inflammation as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard soft mesh pre-shaped w/ keyhole (device #2). An additional emdr was submitted to represent the perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.